Event description:
They put filshie clips in me without my permission. No I have bad back pain. I'm always in pain. I bleed really bad with clotting. I have had headaches, my stomach hurts really bad and the list goes on. I go to the doctor every month for pain medicine. I can't live life right now without it. I don't wan to be on pain medicine for the rest of my life.